Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable, as both the item number and lot number of the device are currently unknown. G2: foreign - event occurred in australia. D10: concomitant medical products: desc: unknown head; item: unknown; lot: unknown. Desc: unknown liner; item: unknown; lot: unknown. Desc: acetabular cup; item: unknown; lot: unknown. Investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision due to fracture. Attempts have been made and no further information has been provided.